Event description:
Early battery depletion of a pulse generator, medtronic 7304. Based on current settings, the estimated total longevity of the battery should have been 3.5 years. Original implant date was 2004. Replacement was 2 years, 1 month and 23 days. Original implant device: medtronic model #7303, implant date: 2004. Replacement implant device: medtronic model 7304.